Manufacturer narrative:
(B)(4). Additional information: further information was received from a baxter employed health professional. On (B)(6) 2012, the treatment with vancomycin and amikacin was stopped and the patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Follow-up information ((B)(4) 2012): further information was received from a health care professional. On (B)(6) 2012, the patient was treated with cefazolin and gentamycin until (B)(6) 2012. On (B)(6) 2012, the patient was started on vancomycin (1gram, daily, interperitoneum (ip)) and amikacin (300milligram, daily, ip).

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a health care professional from (B)(6) of fever and peritonitis in a patient coincident with dianeal pd4 1.5% therapy. Dianeal therapy was ongoing. During a call with baxter vietnam technical services, the following was reported. On (B)(6) 2012, the patient experienced a fever and peritonitis. Peritonitis was manifested as abdominal pain with cloudy effluent. The cause of peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for the events. The patient was treated with cefazolin (2gram gm, daily, intraperitoneal ip) and gentamycin (80mg, daily, ip) for peritonitis. The patient is recovering from the peritonitis. The peritonitis was unrelated to baxter products.